Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the air hose ruptured during use of hand piece in a scoliosis correction. The surgeon was using the drill to make a hole and suddenly the hose ruptured in the proximal part. There was no harm to patient. Another air hose was readily available and was used to complete the procedure successfully. The procedure was delayed a little bit; the exact length of the delay is unknown but it was described as not serious. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device was received damaged at the end of the coupling. The investigation of the complaint article has shown that hose is damaged at the end of the coupling. We are not able to determine the exact cause which has led to this occurrence; it is likely that most probably the dismantling of the outside hose has been generated due to excessive effort (strong tension e.g.). There are no other damages visible. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in october 2012 according to the specification. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.